Event description:
The device delivered inappropriate defibrillation therapy due to noise on the right atrial (ra) and right ventricular (rv) channels. Upon interrogation, there was noise noted on all channels and increased pacing lead impedance (pli) on the ra and rv channels. There was also an alert delivered for possible high voltage circuit damage. A revision procedure was performed and all the associated leads showed normal values when reconnected to a pacing system analyzer (psa). The device was explanted and replaced and the patient was stable following the procedure.

Manufacturer narrative:
Upon receipt, the device was interrogated with a programmer and the device image was obtained and reviewed. A possible high voltage circuit damage alert for shorted output stage detection (sosd) was noted. The device had reached end of life (eol) post-explant. The monthly battery voltage and current trends for the implant duration were normal. A longevity calculation was performed and found to be within expected limits. Electrical and functional testing were performed and the pacing lead impedance measurements were noted to be out of range. The device was then connected to a cardiac simulator and the real-time electrogram recorded noise on the atrial and ventricular channels. The device was cut open for further analysis, and the cause of the noise was traced to an unstable voltage reference (vref) signal caused by a capacitor connection anomaly. The reported events of inappropriate defibrillation therapy due to noise, and increased pacing lead impedance were confirmed.